Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump for the treatment of non-malignant pain. It was reported that upon interrogation of the pump a motor stall was noted. The pump would be replaced and the hcp was notified that it should be returned for analysis. No further complications have been reported as a result of this event.